Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected one clip. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The note stated the clips scissored and fell into the patient. The clip was retrieved from the patient without incident. Another device was used to complete the case. There was no adverse consequence to the patient.